Event description:
Smiths medical int'l ltd., has been notified of an event user alleges a competitor's speaking valve was attached to 100/515/060(unfenestrated), which prevented the pt's breathing and resulted in death. The details are as follows: a shiley tracheostomy tube (fenestrated) had been used on the pt. The pt had a lot of sputum and needed to suction frequently. The hosp stopped using the fenestrated tube as suction catheter tip tends to be trapped in the opening in the tube. In 2007, a 100/515/060 was inserted. A closed ventilation suction catheter was attached to the tube. A speaking valve was accidentally attached to the pt by a nurse. The pt died. Event occurred in the hospital in another country.